Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va3784j, implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 29-apr-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-07, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have not had any improvement in their symptoms since the implant. Patient stated they have had to change it 4 times and they were going to call their healthcare provider today because it was still not working. Agent asked patient if they have ever had any stimulation sensation and patient stated they could feel it when they have been over and stuff. Patient mentioned the trial worked good but this one was not doing what the trial did. The patient was redirected to their health care provider to further address the issue. On 2026-jan-08, additional information was received from the healthcare provider (hcp). They reported that the device was functioning normally. They re-explained expectations. The manufacturing representative (rep) was to meet the patient to check the device on 2026-jan-15. The issue was not caused by normal battery depletion. The cause of the device not working was not determined. The most likely cause was patient expectations and possible lead placement. As resolution, the rep will meet with patient at visit on (B)(6) 2026 and will continue to move through programs. The issue was not yet resolved. The cause of the patient feeling stimulation when they were over and stuff was unknown. The issue was not yet resolved.